Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted physio-control to report that the device from one of their customers had a white screen when the device was powered on. A white screen is indicative of a device lock-up. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent replaced the user interface pcb assembly. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer. The removed parts were not returned to physio-control, therefore further cause could not be determined.